Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the indication for the procedure was a large pedunculated polyp within the patient's sigmoid colon. While cautery was being applied, the distal end of the snare loop was reported to break open, but no pieces detached from the device. The snare was removed from the patient with no issue and the procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.